Manufacturer narrative:
Batch review performed on 13 april 2026 lot 2305694: (B)(4) items manufactured and released on 09-aug-2023. Expiration date: 2028-jul-17. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Lot 2008830a: 62 items manufactured and released on 14-jul-2021. Expiration date: 2026-jul-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause:based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At (B)(6) from primary, the patient came in due to range of motion pain and the cause is unknown. No trauma was indicated.no impingement suspected or noticed. Bone graft was not used in the primary surgery.the surgeon revised the d 36/+3mm liner and implanted a d 36/+6mm liner at 155 degrees. The surgery was completed successfully.